Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-02816. It was reported that the patient presented for a generator change out procedure due to elective replacement indicator (eri). During previous follow up visit, it was noted that the left ventricular and right ventricular leads exhibited high thresholds. During generator change procedure, the left ventricular lead and right ventricular lead were capped on (B)(6) 2019 and both the leads were replaced. The patient was stable with no complications.